Manufacturer narrative:
The patient remains ongoing on vad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information: a correlation between the device and the patient¿s outcome could not be determined as the pump was not explanted and not returned for evaluation. The instructions for use lists stroke, bleeding, and death as adverse events associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was found unresponsive at home. Two days prior, the patient's inr was 6.5. The patient was not taking coumadin and was eating leafy greens. Upon arrival in the emergency department, the physicians reported that the patient had one blown pupil. A CT scan was taken and showed a large left sided frontoparietal hemorrhage and herniation. The patient was also exhibiting sings of posturing and non-reactive pupils and no response to noxious stimuli. The patient was intubated and was transferred to the ICU.

Event description:
Additional information: it was reported that the patient was placed on comfort care and expired on (B)(6) 2014.